Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to vehicular accident and the pump was damaged. The customer's current blood glucose was unknown. The customer states the entire device was broken into many components. The customer was still in intensive care unit. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received without electronic and motor assembly. Unable to perform functional test due to missing electronic and motor assembly. Unit had minor scratched lcd window, cracked case near display window corners, broken reservoir tube lip, and end cap broken off.